Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection fading serial number label, cracked battery tube threads, and cracked case at battery tube side. Unit was confirmed for physical damage on battery tube area. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump and tape not sticking. The customer reported blood glucose value of 280 mg/dl. The customer reported hyperglycemia and bleeding. The event involved product(s) mmt-332a, mmt-1884l, unomedical, mmt-7040a. Troubleshooting was performed and the customer was using the insulin pump within 48 hours of the reported event. The customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. Product return was required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for unomedical.